Manufacturer narrative:
Investigation results indicate that the particles within the pack were not identified during the packaging process. Corrective actions were taken to address this issue.

Event description:
It was reported that when opening the package, debris was found in the inner package. It was further reported that there was no patient involvement, no delay and no adverse consequences as a result of this event.

Event description:
It was reported that when opening the package, debris was found in the inner package. It was further reported that there was no patient involvement, no delay and no adverse consequences as a result of this event.

Manufacturer narrative:
Manufacturing records were reviewed, no issues were identified which may have contributed to this event. If the product is received, an evaluation will be performed and a follow-up MDR will be submitted. Device not returned.